Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station flooded. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was flooded. A field service engineer (fse) responded to a station flooding incident caused by a ceiling collapse that allowed water to enter the main and auxiliary units. A strong burnt odor was present. Although no visible thermal damage was noted, the matrix drawer 7 solenoid was found seized and would not allow the drawer to latch. Water intrusion was observed in multiple half height cubies throughout the station, with two matrix drawers and five legacy cubie drawers suspected to be damaged. Based on the extent of damage, it was determined that the entire station required replacement. The resolution for the issue is that the entire station is being swapped out.